Manufacturer narrative:
A new leak sensor was ordered and shipped to the customer for next day delivery. A tosoh field service engineer (fse) went to the customer site to evaluate the problem. The fse checked the substrate flow to the incubator and found the flow to be good. Next the fse checked for air in the substrate system and found no air. The fse replaced the leak sensor and following no leaks were seen. Following, the customer ran controls and results were within the acceptable range. The aia-2000 analyzer was verified for proper operation and ready for use. The most probable cause of the reported event is related to a fault of the wash assembly sensor. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, the 3005 error code, and troubleshooting pertaining to the aia-2000 system. The operator's manual informs the user of the following: [3005] leak sensor detected leakage. Cause: the leak sensor under b/f unit detected leakage. Measurement is suspended. Solution: contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report receiving an error code 3005 (leak sensor detected at wash probe) during use of the aia-2000 analyzer which started yesterday. The customer further reported that wiping the wash probes eliminates the error; however, the error recurred when running the next batch. Tosoh technical support had the customer clean and dry the leak sensor and check b/f wash unit for leaks. The customer reported that no leaks were seen but the error returned and the sensor appeared to be dry. The customer unplugged the sensor for the remainder of the day. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg, lh ii, prog ii, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.